Event description:
It was reported that the user experienced hypoglycemia after receiving small corrective insulin doses while insulin from a recent meal bolus was still on board, with glucose dropping from the 90s to the 60s and a pattern of postcorrection lows following highs observed in reports. Symptoms included low glucose. Outcomes included the need for oral glucose treatment. Investigation included review of device reports and assignment for additional training with a clinician to assess insulin sensitivity and consider a revised food ratio. Investigation of this case revealed recurrent postcorrection hypoglycemia with insulin stacking risk, consistent with cause unclear for hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.